Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the that the latch was defective, revealing the ball bearing. The field service engineer replaced the rail and confirmed with the customer that the drawer was operating normally. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was encountered a failure and difficult to open. The customer reported that that the malfunction caused delay in the medication being dispensed to the patient. There were no adverse events or injuries reported based on this incident.